Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 600 mg/dl. Bg level was corrected with a manual injection. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer reverted to an alternate method of insulin therapy.